Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product. The test strip lot number and expiration date were added in section d4 based on the returned product.

Event description:
It was reported the patient received the following results within 15 minutes: 60 mg/dl and 30 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.